Manufacturer narrative:
The following field has been updated due to additional information: d.4. Medical device lot#: 5l211, d.4. Medical device expiration date: n/a, h.4. Device manufacture date: n/a, the expiration date and manufacture date are not available as this lot is from the old lot format.

Event description:
It has been reported that the bd¿ syringe 0.3ml 30ga 1/2in uf 10bag 500cs has been found damaged before use. The following has been provided by the initial reporter: material no: 328431, batch no: unknown it was reported that when attempting to use, when drawing back the needle is inserted to verify. Subject: b-d ultra-fine needles, u-100 insulin for 30 unit or less, 328431. Hello I have 5 boxes of the above syringes. When I attempt to use them, I draw back when the needle is insert to verify.

Event description:
It has been reported that the bd¿ syringe 0.3ml 30ga 1/2in uf 10bag 500cs has been found damaged before use. The following has been provided by the initial reporter: material no: 328431. Batch no: 5l211. It was reported that when attempting to use, when drawing back the needle is inserted to verify. Snow verbatim: subject: b-d ultra-fine needles, u-100 insulin for 30 unit or less, 328431. Hello I have 5 boxes of the above syringes. When I attempt to use them, I draw back when the needle is insert to verify.

Manufacturer narrative:
H.6. Investigation: customer returned (460) sealed/unused 29gx12.7mm, 0.3ml bd insulin syringes from lot 5l211. Consumer reported that when attempting to use, when drawing back the needle is inserted to verify. The returned samples were examined and it was observed that syringes for this lot number had expired. As per manufacturing: the syringe samples from lot 5l211 were manufactured in 1995 (24 years old). 30 out of the 460 returned syringes were examined, then tested for plunger rod movement and flow: all 30 syringes were able to draw and expel properly and no issues were observed. No evidence of manufacturing defect was observed on the tested samples, therefore, the alleged issue could not be confirmed. As per manufacturing: dhrs are legally kept for 7 years after the batch creation date. Lot number 5l211 was manufactured in 1995 (24 years since batch creation date), thus the DHR for this lot number is no longer available. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for difficult/unable to operate due to unknown lot number.

Event description:
It has been reported that the bd¿ syringe 0.3ml 30ga 1/2in uf 10bag 500cs has been found damaged before use. The following has been provided by the initial reporter: material no: 328431. Batch no: unknown . It was reported that when attempting to use, when drawing back the needle is inserted to verify. Snow verbatim: subject: b-d ultra-fine needles, u-100 insulin for 30 unit or less, 328431. Hello I have 5 boxes of the above syringes. When I attempt to use them, I draw back when the needle is insert to verify.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd¿ syringe 0.3ml 30ga 1/2in uf 10bag 500cs has been found damaged before use. The following has been provided by the initial reporter: material no: 328431 batch no: unknown. It was reported that when attempting to use, when drawing back the needle is inserted to verify. Snow verbatim: subject: b-d ultra-fine needles, u-100 insulin for 30 unit or less, 328431. Hello I have 5 boxes of the above syringes. When I attempt to use them, I draw back when the needle is insert to verify.